Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient's infection could not conclusively be determined through this evaluation. The account communicated that the patient was hospitalized for choledocholithiasis. The account also reported that the patient had increased drainage from old driveline site and new soft tissue abscess. A right upper quadrant ultrasound was performed and revealed evidence of common bile duct dilation consistent with choledocholithiasis. General surgery was consulted for cholecystectomy at the time of driveline debridement. Purulence was sent for culture which extended down to the fascia closure, was evacuated, and the wound was irrigated and debrided. A wound vac was applied. According to the account, the patient remained hospitalized and daily progress is being observed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The hm3 lvas IFU lists infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This IFU, as well as the hm3 lvas patient handbook, also provide information regarding how to prevent infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide # (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device 0 years 9 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on: (B)(6) 2018. Patient was hospitalized for choledocholithiasis. It was reported that the patient had increased drainage from old driveline site and new soft tissue abscess. A right upper quadrant ultrasound was performed and evidence of common bile duct dilation consistent with choledocholithiasis. General surgery was consulted for cholecystectomy at time of driveline debridement. Purulence was sent for culture. The purulence extended down to the fascia closure, was evacuated, and the wound was irrigated and debrided. A wound vac was applied. Patient remained hospitalized for an extended period. No additional information was provided.